Manufacturer narrative:
UDI - (B)(4). Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during sterilization, it was observed that two compact air drive devices were faulty. During service and evaluation, it was observed that the motor of one of the compact air drive devices had seized, jammed, was heavy moving, blocked, and the soft mode switch rotation was not good. It was also noted that the device failed pre-repair diagnostic tests for function of soft mode switch (safety system), and untrue running. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.